Event description:
It was reported that the patient was presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in intermittent pacing inhibition. In addition, the rv lead also exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.